Event description:
Hill-rom received a report from the account stating the beds nurse call is not working. The bed was located at the account in maintenance. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the nurse call not functioning due to a pinched communication cable. A search of hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.